Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, episodes of non-sustained right ventricular oversensing were observed due to low amplitude lead noise and myopotential oversensing on the right ventricular (rv) lead. Bi-ventricular pacing inhibition occurred during these episodes. Programming changes were made to resolve the pacing inhibitions. The patient¿s condition remained stable throughout the examination. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).